Event description:
Because of tortuosity and calcification in the pt's arteries, attempts to advance the stent wire during a coronary angioplasty were met with resistance. The wire was noted to loop upon itself and, in the process of straightening the loop, the wire snapped and the distal piece floated away. Multiple attempts at removing it with snares and/or devices were unsuccessful. The pt was stable with no chest pain, so she was monitored in the cicu overnight and underwent a single vessel bypass the following morning, at which time the piece of wire was removed. There were no further complications and the pt was discharged on 02/02/06.